Event description:
It was reported the system had difficulty booting, saving images and was locking up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos), sato cable, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.